Manufacturer narrative:
A review of the production records found no issues with the production lot.

Event description:
See section h, number 6, event problem and evaluation codes.

Event description:
See section h, number 6, event problem and evaluation codes.

Event description:
A basic trial procedure was performed. While securing the connections and placing the dressings, all impedances were repeatedly green. After patient got dressed, ground pad and the pne lead 2 had red impedances. Most of the dressing was undone and it intermittently resulted in all green impedances. As soon as the dressing was secured again, the ground pad and lead 2 had bad impedance. A new ground pad was used and the same thing occurred. There was no backup basic trial cable available so the ground pad was removed and both lead 1 and lead 2 had green impedances. Patient was programmed without a ground pad.